Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit at a local pharmacy, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line, the test result window is blank. The customer could not send a picture of the test cassette in question. The customer does not have an email address. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await a response from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4019001, were reviewed and it was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Based on the retention sample test results, the customer's complaint can't be confirmed.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit at a local pharmacy, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line, the test result window is blank. The customer could not send a picture of the test cassette in question. The customer does not have an email address. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await a response from acon labs.